Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 5/30/2018. Medical records reviewed for MDR reportability. Patient had bilateral attune total knees. Patient's right attune total knee replacement was revised to address pain, inability to bend the knee, multiple effusions, medial subluxation of the knee, patella subluxation, and aseptic tibial tray implant loosening. Revising surgeon identified osteolytic synovitis, and loose polymethylmethacrylate debris in the soft tissues and medial tibia bone (confirmed by pathology-also noted no infection). The backside of the rp tibia insert and the polished surface of the rp tibial tray presented with numerous erosions and gouges (presumably from loose cement debris). The tibial tray was grossly loose, lifting off of the cement mantle nearly a centimeter when knee was flexed. There was no cement affixed to the tibial tray. The tibia cement mantle was well-fixed. There was noticeable medial tibial osteolysis. The femur component was well-fixed. Upon removal of the femur, it was noted that it had been originally implanted in a flexed position, requiring significant resurfacing of the distal femur cut for the new component. The patient's patella subluxed laterally, and the patella component was found to be partly loose at the lateral peg and facet. Tibial tray, tibial insert, femur, and patella components were all revised, replaced with competitor revision products and cement. The initial left knee revision surgery is addressed in (B)(4). Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture the medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor exempt per wi-7915 known possible complication of joint replacement surgery no device associated with this report was received for examination. A complaint database search on the provided product found additional reports and a device history record (DHR) review was conducted. DHR review: product code 151650606, work order (B)(4).was manufactured on 16 july 2014. - 17 parts were manufactured per specification and all raw materials met specification. - nc-041367 is associated with this lot; this non-conformance was raised due to a surface finish issue on the spine of attune ps product. The surface finish of the feature in question is a non-ctq (critical to quality). The feature is non-articulating and there is no soft tissue impingement on the area in question. The ra surface roughness value was 100% inspected on this feature for the duration of the nc-041367 and as a result, there was no risk of product with a surface finish outside the drawing tolerance occurring. Therefore, there is no correlation with the failure mode. Review of the dhrs did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Therefore, the root cause of the complaint related to this product cannot be determined. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Any follow-up for additional event information will be conducted by the legal group. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 01-april-2020: re-opened due to medical records received on june 17, 2019 and implant photos on june 21, 2019. The received medical records were reviewed by a depuy medical professional. Primary product information and patient information was updated from the attached medical records. Several photographs were provided for review. The photographs show two revised devices (tibial tray and tibial insert) and the following observations were made: the fixation surface of the tibial tray exhibited no adhered cement. No evidence was found indicating implant loosening. Examination of the tibial insert revealed no anomalies. The rp cone was sectioned from the base of the insert to allow for ease of removal during extraction. Both the tibial tray and insert were presented with scratches and deformation consistent with removal damage. No further observations pertaining to the nature of the alleged event were identified. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.